Event description:
It was reported the customer had excessive no delivery alarms. The customer's mother had changed the infusion set, site, and batteries six times, but the alarm was recurring. The mother also stated the insulin pump was not damaged and the cannula was not bent. Customer's blood glucose was unknown. Troubleshooting did not occur. Customer's mother stated the customer had reverted back to manual injections. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.